Event description:
Patient had an indwelling port-a-cath that was placed 6 months ago. Worsening fevers the past month. Doctor suspects infected port-a-cath, port-a-cath removed from patient. Surgeon wants the port-a-cath returned to the manufacturer.